Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. The customer experienced an elevated blood glucose (bg) level of 560 mg/dl and high ketones, identified as life threatening by a healthcare provider. The customer went to the emergency room (ER) on (B)(6) 2025 and was subsequently hospitalized. The customer received intravenous fluids of saline and insulin to address the bg. The customer declined a follow-up from tandem technical support, and a release date could not be obtained. The customer reverted to an alternate method of insulin therapy.